Manufacturer narrative:
Reported event: it was reported that after making cuts on a mako tka a little screw fell out of the bottom on mics hand piece. Product evaluation and results: visual inspection: visual inspection confirmed that the screw fell out of the mics. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per wo-(B)(4) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: review of the device history records indicate (B)(4) were manufactured under prodex lot k071c and were accepted into final stock on 04/14/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k071c shows 02 additional complaints related to the failure in this investigation. Complaint investigation(s) (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.

Event description:
After making cuts on a mako tka a little screw fell out of the bottom on mics hand piece. Case type: tka. Were any debris/components left inside of the patient? As per the mps: "no, the screw was seen on the floor after making cuts. No debris or any of the components were not left or had fallen inside of patient".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making cuts on a mako tka a little screw fell out of the bottom on mics hand piece. Case type: tka. Were any debris/components left inside of the patient? As per the mps: "no, the screw was seen on the floor after making cuts. No debris or any of the components were not left or had fallen inside of patient".